Event description:
During the atrial fibrillation (af cryo) procedure, when the sheath was inserted into the patient, an air leak from the hemostasis valve occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing did not confirm an air leak, however, a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A tear was noted in the proximal seal. A puncture was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn and punctured seals and subsequent fluid leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.